Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip, broken belt clip slot and crack battery tube thread.

Event description:
The customer reported via phone call that the insulin pump is cracking around the battery cap. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised to discontinue use of pump and revert back to a back up plan. Troubleshooting was not performed. The product will be returned for analysis.